Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that 74-year-old male patient was placed on impella cp support after being admitted with acute myocardial infarction (ami)/cardiogenic shock (cgs), ventricular tachycardia (vt)/ventricular fibrillation (vf), and an aneurysmal apex. Following placement of the cp, vf occurred which prompted defibrillation. The pump was explanted after 216 hours of support due to thrombus noted in the left ventricle.

Manufacturer narrative:
The investigation for thrombus and vf/vt has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.